Manufacturer narrative:
H6: the authorized service provider (asp) requested an RMA in order to return the device to ventec for an evaluation. Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp) contacted ventec to report that a device was providing a slight hesitation during ventilation. A ventec service technician followed up with the asp and was informed that instead of a larger breath, it was acting "more like a hiccup." No further details were provided. Ventec has made multiple attempts to contact the initial reporter in order to obtain clarification about the reported issue, but no response has been received. There were no reports of patient involvement associated with the reported issue.